Event description:
It was reported that when the patient presented in the clinic for follow-up on (B)(6) 2017, premature battery depletion was observed upon device interrogation. The device showed battery longevity of 2.5 years remaining on (B)(6) 2016 and it reached eri on (B)(6) 2017. The device was explanted and replaced. The patient was in stable condition prior, during and post procedure. When the device was returned for analysis, device analysis found that the programmer showed incorrect longevity estimate in october 2016. The discrepancy in longevity estimates is believed to be due to a programmer software issue, where the programmer provided inaccurate longevity estimates as the device neared the end of battery mid-life before reaching the elective replacement interval.